Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter left a message with animas alleging there was liquid in the pump's battery compartment and the pump will not work even with new battery. Animas customer support attempted to contact the patient for more information but was not successful in contacting the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no patient impact associated with the complaint.